Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer had no delivery on the insulin pump. The customer's blood glucose was 507mg/dl and current blood glucose was 126mg/dl. The customer had blurred vision and nausea. The customer was treated with syringe and pump. The customer was hospitalized and treated with IV drip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via phone call that the customer was hospitalized for diabetic ketoacidosis. Customer's blood glucose was unknown. Device had alarmed no delivery alarms. Customer will not be returning the device for analysis.